Event description:
It was further reported that the right atrial (ra) lead showed high thresholds.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that within three days post implant the right atrial (ra) lead dislodged. The ra lead was explanted and replaced. It was noted that the patient is part of the (B)(4) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).